Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead exhibited episodes of noise. During the explant procedure, a visible insulation break was observed. The lead was explanted and replaced. The patient was noted to have been discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.